Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor contour profile high gel - lumera gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was discovered during a revision surgery. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 01/16/2019, mentor received additional information about the event. The lot number of the device received at the mentor product analysis lab (lot #5682808) does not match the lot number reported to mentor (lot #5682806). Mentor performed a follow-up with the user facility and the contact replied that the lot number of the suspect medical device is 5682806 as was initially reported to mentor. Since the product reported (lot #5682806) was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).